Manufacturer narrative:
This report is filed april 12, 2016.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.